Event description:
A customer reported that a system message displayed during a phacoemulsification procedure. The cassette was exchanged and the system's computer was restarted; however, the message appeared again. The case was converted to an extracapsular cataract extraction with lens implantation following significant delay. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics controller printed circuit board (pcb) as preventative measure. The system was then tested and met all product specifications. The root cause is unknown at this time. (B)(4).